Manufacturer narrative:
(B)(4). Method: the two complaint opt544 optiflow nasal cannulas were returned to fph in (B)(4) and were visually inspected. Results: visual inspection revealed that the tubing and the grip was pulled out from the connector for both nasal cannulas. The connector of one of the nasal cannulas was also missing. A lot check was not performed as lot information was not provided. Conclusion: the fault observed is most likely due to the patient or caregiver pulling on the tube. The condition of the tubes indicates that excessive pulling force has been used and caused the observed damage to the subject nasal cannulas. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. Our user instructions illustrate in pictorial format the correct set-up and proper use of the opt544 optiflow nasal cannula, and state the following: "do not crush or stretch tube."; "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the flexitube of two opt544 optiflow nasal cannulas came off easily from the threaded connector during therapy. No patient consequence was reported.